Event description:
It was reported that solution would not flow using a multi-rate infusor device. This occurred during patient infusion with fluorouracil. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.